Event description:
It was reported the pump failed the occlusion test. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed and the lens was scratched. Review of the event history log showed multiple occurrences of "downstream occlusion" alarms. Functional testing included occlusion testing and the reported issue was duplicated during the testing. The downstream occlusion sensor seal was replaced to correct the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: h6: health effects.